Manufacturer narrative:
All available information was investigated, and the reported difficult to remove the sgc from the stabilizer guide dock could not be replicated in a testing environment due to the returned condition of the sgc device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. This complaint falls within the scope of an exception, as the complaint description and device code match the specific issue described in the exception. Abbott will continue to trend the performance of these devices.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient and successfully implanted and the procedure was discontinued. The final mr was grade <1. After the procedure, it was reported that steerable guide catheter (sgc) was very difficult to remove from the stabilizer. Ultimately it was able to be separated after significant force was applied. There were no adverse patient effects or clinically significant delays reported.